Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2006. The patient was then reimplanted with another device on (B)(6), 2007. The patient was reimplanted on the contralateral side on (B)(6), 2006. (B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2006. The patient was then reimplanted with another device on (B)(6), 2007. The patient was reimplanted on the contralateral side on (B)(6), 2006. (B)(4).

Event description:
One year after implantation, the electrodes of the device were visible through the lympanic membrane. At that time, the surgeon performed a surgery to realign the device. In 2005, the surgeon also performed a tympanotomy to interpose a cartilage between the electrode array and the tympanic membrane. By march 2006, the patient experienced a decrease in performance, pain, discomfort, dizziness, and tinnitus. She was programmed with only 10 active electrodes as 10 created discomfort. One month later she was no longer using the device due to discomfort. The surgeon will perform an explantation and reimplantation surgery in the near future.